Event description:
Sutures became dehiscence; had a skin graft to my hand from my upper inner arm. A few days post op my upper arm incision started popping open in areas. This continued till with repetitive daily treatments they closed. It was decided then that I had a reaction to j944h suture 3-0 vicryl 36" undyed braided by ethicon. While this is not common, I wish that I could have been pretested for any suture material reactions. I will need future laser therapy for the scarring where the incision opened. I suffered extensive pain and scarring. I just wish that a hypersensitivity test could have been done ahead of the surgery. FDA safety report ID # (B)(4).